Event description:
Health professional reported implantation of seri surgical scaffold placed to support bilateral mastectomy reconstruction with concomitant breast implants on (B)(6) 2015. The health professional reported "left breast incision dehiscence" and "infection" approximately one month post implantation on (B)(6) 2015. A portion of the device was removed from the left side, but the device remains implanted on the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of wound dehiscence and infection are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of infection as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion." These events are being reported because medical intervention was required, although device-relatedness has not been established.